Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp system¿, manufactured by getinge and distributed by , occurred on 2022-11-07, in the (B)(6) hospital . It was reported that after 7 days of therapy a membrane dysfunction is suspected due to sudden elevation of transmembrane pressures. There were no hemolysis or oxygenation deficits. Therefore the oxygenator and pump were exchanged. The consequence was: a need for surgical intervention to avoid injury or permanent disability. The cardiohelp device will be investigated in complaint# (B)(4) (mfg report number 8010762-2023-00359). On 2023-10-17 the information was received that the getinge service and sales unit (ssu) could not get any answers from the customer. The event happened a long time ago. According to the ssu this complaint is related to the renacer program that generates notices of many incident that might not be related to a defect of the device. The exact root cause remains unknown, as the product was not available for investigation and no further information of the event was received. However, according to the risk file of the hls set the following root causes can lead to the reported failure: - wrong pressure measurement due to malfunction of the pressure sensor. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Based on the available information the reported event "membrane dysfunction due to sudden elevation of transmembrane pressures" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported event is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp system¿, manufactured by getinge and distributed by , occurred on (B)(6) 2022, in the (B)(6) hospital. The reference number assigned to this incident is (B)(4). It was reported that after 7 days of therapy a membrane dysfunction is suspected due to sudden elevation of transmembrane pressures. There were no hemolysis or oxygenation deficits. Therefore the oxygenator and pump were exchanged. The consequence was: a need for surgical intervention to avoid injury or permanent disability. Complaint ID (B)(4).